Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of drops in the pump speed was confirmed via analysis of the log files and evaluation of the returned modular cable (lot number: 6709688). Log file a was submitted for review and log file b was downloaded from the returned system controller (serial number: (B)(6)), which is investigated under MFR report # 2916596-2021-00878. The log files contained approximately 2 hours of data combined (8:20:24 ¿ 10:26:43 on 12feb2021 per the timestamp). Intermittent driveline disconnect and pump off alarms were captured throughout the log files; the pump speed was observed to drop to 0 rpm during these events. The driveline was disconnected on 12feb2021 at 10:25:15, both power cables were disconnected at 10:26:33, and the system controller was put into sleep mode at 10:26:43; these events are consistent with the reported controller exchange. The returned modular cable was functionally tested on a mock circulatory loop with the returned system controller and with a test system controller, and the pump stops with associated pump off and driveline disconnect alarms were reproduced each time. The pump could intermittently operate at the set speed and alarms would resolve by manipulating the cable by hand, indicating an intermittent connection issue within the cable. Electrical continuity testing then revealed that both ground wires were broken; this would result in pump stops with associated driveline disconnect and pump off alarms. The modular cable was stripped to inspect the underlying wires, and the two broken ground wires were observed approximately 4.75 inches from the controller connector. A partial fracture of one of the redundant power wires (power b) was also observed approximately 4.75 inches from the controller connector; continuity on this wire remained intact, but the conductor was exposed. Partial fractures resulting in exposed conductors were also observed in one of the redundant ground wires (ground a) and one of the redundant power wires (power a) approximately 7.75 inches from the controller connector. Although not observed in the log file or reproduced during testing, the system had potential to produce a pump stop if both power lines shorted to ground simultaneously. Several kinks were also observed on each wire along the length of the modular cable. The reported event was determined to be caused damage to the underlying conductors in the modular cable. Although not conclusively determined, the wire damage appeared consistent with fatigue failure due to repetitive flexing during use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
Related manufacturer reference number: 2916596-2021-00875, 2916596-2021-00878.

Event description:
It was reported that the patient was readmitted for controller alarms. The pump was unable to keep the set speed. The modular cable and controller were exchanged. The patient was admitted for red hazard alarms. Log files were provided for analysis. The controller and modular cable will be returned. The alarms resolved briefly but reoccurred once the consolidated bag was moved. A controller and modular cable exchange resolved the issue. The device worked as expected following the device exchanges. The log file analysis was unclear as to whether the defect was located in the area of the controller cables or the modular cable. To avoid unnecessary additional pump stops, the modular cable was exchanged at the same time as the controller. The patient was hemodynamically stable following the exchange. Treatment was unknown. Plan of care was regular log file analysis and patient assessment.